Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0jck6, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was initially reported that the patient was experiencing a loss of therapeutic effect. The patient stated therapy was not working - symptom return started gradually 2-3 weeks ago. The patient had had night time symptoms since implant but it seemed to be getting worse. The patient was on program # 3 at 4.8 - the patient felt strong stimulation in the groin area. The patient thought that stimulation was too high at that level. The patient had been as high as 5.3 but said that was way to high. The patient did not think that program three was helping her symptoms at all. The patient could barely make it to the bathroom when she did have an urge to go just like before the implant. The patient noted no stimulation sensation. The patient was not able to feel stim on programs 1-2-and 4 - program # 2 - 4.7 not feeling stim - 5.0 not feeling stim. 5.3 not feeling stim. 6.1 not feeling stimulation program # 1 - 4.4 not feeling stim - 5.5 - 6.0 not feeling stimulation 6.5 not feeling stim program #4 - 6.1 not feeling stim - the patient was laying down 7.2 not feeling stim it was recommended that the patient contact her doctor about not feeling stim on all programs but 3. The patient has a doctor appt scheduled (B)(6) 2014. It was noted the trial did work for symptoms. Approximately 6 weeks later, it was reported that the patient had problems with incontinence again, she wets her pants and it is horrible at night. She goes to bed with the 'heaviest' duty pad and a smaller pad underneath it. It was going on every day. The patient saw her hcp about (B)(6) and until then and at that time therapy was helping and working ok. Two nights before her hcp (healthcare provider)appointment she had no incontinence at all. After that appointment things started going downhill. The patient tried increasing stim thinking it would help. She had it way too high and it was painful in some ways. The patient saw the representative at least 3 weeks ago; she did not remember exactly when. Representative asked if the patient fell. The patient said 'no'. The representative used his machine and told the patient that one of the wires was fractured but 3 other ones were ok. No xrays were taken. Representative told the patient not to turn stim high. Representative changed a program from program 3 to program 1. The patient was at 1.3 v. Representative told the patient not to change anything and not to touch it. Representative told the patient 'you will be better off being very low, it does not do you any good to have stim high'. Representative will meet with the patient again on (B)(6) 2014. It was noted therapy helped for a while after representative changed the program. It was noted that the patient's ins was on the left side. She felt stim way below, where she goes to the bathroom, on the right hand side. On the call the patient increased stim up to 1.5 v and confirmed it was comfortable. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that there was a 50% or greater symptom reduction. The event cause was not determined; unknown if it was device related. The patient met with manufacturer's representative on (B)(6) 2014 for reprogramming. The patient was not recovered; symptoms issue was ongoing. From reporting on (B)(6) 2014 it was noted that the patient never had therapeutic effect. The patient had incontinence. Regarding if the patient's symptoms had returned, it was noted they had always been there. The patient had not found a good setting yet that provided good relief. The patient was concerned about having incontinence at nighttime. The patient had been staying on one program for 3 weeks and it did not help. The patient was not long enough on program 1. She tried program 2 and program 3 and they did not do anything. The patient asked patient services to assist switching to program 4. The patient wanted to try program 4 and program 1 again and then will go to her hcp (healthcare provider). The patient talked to an ambassador who recommended increasing stim at nighttime to help with symptoms at nighttime. The patient used her patient programmer and stated she was in program 2 at 1.6 v. The patient switched to program 4 and increased stim to 1.5 v. The patient confirmed she felt stim.